Event description:
It was reported via a maude event report that during removal of the drain, the tubing broke leaving a section of the tubing inside the pt. Pt had to be taken to the operating room for removal.

Manufacturer narrative:
The sample was discarded by the user facility. The device history record could not be reviewed because the lot number was not provided. As a finished good, qa performs random visual inspections for damaged components prior to product release. The instructions for use states the following precautions: "add'l perforations should not be made in the drain. Avoid suturing through drain. Drain should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drain should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drain should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).